Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, periodontal disease, biomechanical overload, peri-implantitis, pain, numbness, increased sensitivity, bleeding, inflammation